Event description:
Consumer purchased a 2 pack of cvs health brand tooth brushes and the bristles were falling out consumer response: I threw away the bristles that it shed ¿ as soon as I started to brush ¿ after I returned home.